Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This sjm trifecta valve was implanted on (B)(6) 2013. The patient presented on (B)(6) 2015 with severe central aortic regurgitation. No endocarditis was present. The patient was referred for tavi.